Manufacturer narrative:
This report is submitted on october 14, 2022.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2022, due to other medical reasons. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 21, 2022.